Event description:
Sn# (b)(40 - (B)(6) stating the swing arms are bent. Should be part of warranty on frame. Informed him warranty usually does not cover bed. He also stated this has been an issue since they got the chair. (B)(4).